Event description:
According to the article, "timing for successful management of heart block after placement of an amplatzer occlusion device for secundum atrial septal defect repair," a (B)(6) boy with a 22mm atrial septal defect (asd) had successful device closure with a 26mm amplatzer septal occluder (aso). Within twelve to twenty-four hours after the procedure, the patient progressed from sinus rhythm to second degree av block before reverting to first-degree block. The patient remained stable and was released; thirty-six hours later, the patient was readmitted with complaints of chest pain, shortness of breath and fatigue. A transthoracic echocardiography showed no change in residual shunt, but it was decided to surgically explant the device. The device was found to be well positioned. However, owing to a deficient asd rim, the aso was impinging against the av node. The device was removed and the defect closed with autologous fresh pericardium. By the fourth postoperative day, the patient's rhythm had recovered to second-degree heart block. The patient was discharged home and had an uneventful postoperative course with complete resolution of conduction disturbance. (Journal of thoracic & cardiovascular surgery, doi 10.1016/j.jtcvs.2010.07.080).

Manufacturer narrative:
The results of this investigation are inconclusive because the device was not returned for analysis and medical records and images were not provided. The cause of the patient's heart block remains unknown.

Manufacturer narrative:
According to new information received, the device model, lot and serial numbers became available. In comparing this information with our legacy records, we found that aga medical previously investigated this event when it was submitted by the field in 2008 ((B)(4)) and previously reported this to the FDA on (B)(4) 2008 (see MDR 2135147-2008-00088). Therefore, this is a duplicate event generated by the aforementioned article "timing for successful surgical management of heart block after placement of an amplatzer occlusion device for secundum atrial septal defect repair."